Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hospitalization for diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system ¿ user guide. Model: ust400. :14421-aw rev h / 2016. Checking your blood glucose 7/ page 95. Warning: ¿low¿ or ¿high¿ blood glucose readings can indicate a potentially serious condition requiring immediate medical attention. If left untreated, this situation can quickly lead to diabetic ketoacidosis (dka), shock, coma, or death.

Event description:
The patient's father reported his son's blood glucose level reached 490 mg/dl while wearing the pod between 4 and 24 hours. The patient was hospitalized and diagnosed with diabetic ketoacidosis and treated with IV insulin drip, fluids, and glucose drip. The patient's father stated the cannula had become dislodged from the insertion site and was kinked.